Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they had a revision done on their implant in 2020 to have the implant turned. Pt said that their implant shifted probably about 5 months after implant. Pt said that the implant was straight up and down and that the implant wasn't smooth and it poked out. Pss documenting past event that was reported by the pt on the call. Pt said that their implanting doctor was dr. (B)(6) and dr. (B)(6) did their revision. Pt also said that they see dr. (B)(6) for follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they had a revision done on their implant in 2020 to have the implant turned. Pt said that their implant shifted probably about 5 months after implant. Pt said that the implant was straight up and down and that the implant wasn't smooth and it poked out. Pss documenting past event that was reported by the pt on the call. Pt said that their implanting doctor was dr. (B)(6) and dr. (B)(6) did their revision. Pt also said that they see dr. (B)(6) for follow up.